Event description:
It was reported that the device had iui corrosion. There was no patient involvement. Although requested the devices/connectors have not been returned. Additional information provided: the customer states "in our daily preventative maintenance at this hospital, we will come across these devices and they are repaired on the spot and returned to service".

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had iui corrosion. There was no patient involvement. Although requested the devices/connectors have not been returned.additional information provided: the customer states "in our daily preventative maintenance at this hospital, we will come across these devices and they are repaired on the spot and returned to service".

Manufacturer narrative:
Omit: c20 - no findings available. Additional information: imdrf annex g,b,c codes and manufacturer narrative. Investigation summary: the reported issue that device had iui corrosion could be confirmed through the photos provided by the facility. However, detailed tests or analyses could not be performed as the device was not returned for investigation. ¿ testing was not able to be performed as the device was not returned for investigation. ¿ per the best practices for cleaning bd alaris¿ system devices tip sheet, remove the iui connector covers. Apply 70% isopropyl alcohol (ipa) directly to the dedicated iui cleaning brush. To prevent cross-contamination, do not dip the brush into the ipa. ¿ do not use a device with any damage, cracks, surface contaminants, or discoloration on the iui connectors. Send it to biomedical engineering for repair. ¿ alaris system user manual (v12.3), states; use only disinfectants recommended by bd to clean and disinfect the bd alaris¿ system. Use of unapproved disinfectants can result in incorrect device operations. ¿ there was no report of patient involvement. ¿ the alaris system is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report that the device had iui corrosion could not be determined from the returned photos alone. There was no devices or logs returned to be examined and tested.